Event description:
It was reported that there was no power to the 9800 system c-arm (suspected broken pin in interconnect socket). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect socket. The system was tested and found to be working as intended and placed back into service.